Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. In 2009, battery voltage was 2.56 v with an estimated remaining longevity of less than 3 months. The device was explanted and replaced.